Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients pocket incision was not completely healed. The patient tolerated the procedure well and was healing nicely.